Event description:
It was reported that when changing out to a new total parenteral nutrition (tpn) bag on a patient the evening of (B)(6) 2021, it appeared as though the tpn stopped infusing. According to the medication administration record (mar), it reads "tpn started at 1739" and at 1741 it reads "stopped¿. Unfortunately, the rn did not notice that the tpn was not infusing until about 12 hours later. The pump from service, in case the issue was the pump. The clinician is requesting for log analysis to find our why the infusion stopped with no rn manually turning the pump off. There was patient involvement but no harm.

Manufacturer narrative:
Omit : date of birth, a141204 - pumping stopped (1503), c20 - no findings available and d15 - cause not established. Correction : age at time of event - age unit additional information : imdrf annex a, b, c, d and g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. No devices received, log review only.

Event description:
It was reported that when changing out to a new total parenteral nutrition (tpn) bag on a patient the evening of (B)(6) 2021, it appeared as though the tpn stopped infusing. According to the medication administration record (mar), it reads "tpn started at 1739" and at 1741 it reads "stopped¿. Unfortunately, the rn did not notice that the tpn was not infusing until about 12 hours later. The pump from service, in case the issue was the pump. The clinician is requesting for log analysis to find our why the infusion stopped with no rn manually turning the pump off. There was patient involvement but no harm.